Event description:
Additional information received reported that the patient¿s device system was checked again and there was no response with changing amplitude, pulse width, or range. It was noted that an x-ray hadn't been done yet and the patient's doctor wanted ¿to sr¿ to see if he could get any different results before doing the x-ray. It was unclear what ¿sr¿ referred to.

Event description:
Additional review indicated that electrodes 4, 5, and 6 were ¿out¿ prior to the implantable neurostimulator replacing the patient¿s previous device. It was unclear what this referred to. Reference MFR. Report # 3004209178-2013-07104 for information about the patient¿s previous device.

Event description:
It was reported that the implantable neurostimulator (ins) was 50% charged and charged enough to interrogate. The device had not been turned on yet since implant. No falls/trauma was reported. No test stimulation was done during device change-out when the current ins was being put in. It was stated impedances at change-out were fine "except for 4,5,6 and 8 might have been high." It was reported that the impedances were > 10,000 ohms for electrodes 4,5,6. When the stimulation was increased to 3.0 v, the impedances were as follows: 0-1 = 1,418 ohms, 0-2=1703 ohms, 0-3=2324 ohms," 0-4=24569 ohms, 0-5=26671 ohms, 0-6=29167 ohms, 0-7= 8465 ohms. The voltage was increased to 7.5 v and the patient did not feel stimulation. Rate and pulse width were adjusted, but the patient continued to not feel stimulation. Four days later it was reported that patient's healthcare professional (hcp) was going to plan to take an x-ray and see where the lead was placed. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
Additional review indicated the information involving the eol battery replacement pertains to MFR report #3004209178-2013-12292.

Manufacturer narrative:
Concomitant products: product ID 37754, serial# (B)(4), product type recharger; product ID 37746, serial# (B)(4), product type programmer, patient; product ID 37082-40, serial# (B)(4), implanted: (B)(6) 2008, product type extension; product ID 3998, lot# v175498, implanted: (B)(6) 2008, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Follow up information received reported that the cause of the event was unknown. The patient had a simple battery change due to normal end-of-life of the implantable neurostimulator (ins) battery. All connections were checked intra-operatively and all leads (¿with 2 contacts¿) were functioning properly. Hospitalization was not required for the event and the patient outcome was reported as recovered without sequelae.